Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a capacitor charge timeout was observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the device was explanted without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The model number and serial number for this device was previously reported as (B)(4). This report notes the correct model number and serial number.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the extended charge time could not be determined.